Event description:
The customer called and reported the insulin pump shot out insulin and alarmed to indicate the force sensor system was compromised. The customer's blood glucose was over 490 mg/dl. It was also stated there was a black line on the insulin pump screen. The drive support cap of the insulin pump was normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during testing and was unable to prime at 4.0 lbs, due to protruded/loose drive support disk. Occlusion test could not be performed, due to compromised force sensor system error alarm. The device was received with bleeding lcd glass, a cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip.